Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported the patient was seen for an annual check for his pulse generator. At his last check in (B)(6) 2018, the battery longevity was estimated at 12.5 years. Since the most recent interrogation, the device was showing a longevity of 3.5years. The device was replaced on (B)(6) 2019. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains implanted and in service. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the patient was seen for an annual check for his pulse generator. At his last check in (B)(6) 2018, the battery longevity was estimated at 12.5 years. Since the most recent interrogation, the device was showing a longevity of 3.5 years. The patient is pacer dependent, and it was indicated the patient will be followed up with considering the significant depletion over the last 12 months. No adverse patient effects were reported.